Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed an occlusion alert, after which insulin dosing stopped, and the issue persisted with a reported blood glucose of 244 mg/dl until the user performed a full supply change that included replacing the infusion set and supplies. No adverse clinical symptoms associated with interruption of insulin delivery. Outcomes included restoration of pump function following the supply change without need for medical intervention. Investigation included remote troubleshooting and user education that guided the supply change. Investigation of this case revealed an occlusion condition consistent with an infusion set or supply-related blockage that resolved with replacement, indicating a device use or disposable component issue rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was occlusion associated with the infusion set or related disposables.